Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007 and the mesh was implanted. It was reported that the patient experienced rectal bleeding, constipation requiring digital assistance to evacuate bowels motions, abdominal pain, bloating, swelling, fecal incontinence, urinary incontinence, and vaginal pain.